Event description:
Two weeks after surgery, x-rays rvealed that the plate was broken. It was removed on 03/05/1998. The plate was implanted in january 1998.

Manufacturer narrative:
The actual device was not returned for evaluation. However, x-rays of the plate were submitted. Although a definite cause can not be ascertained, there appears to be a pt and a technique related issue. The pt appears to have had an atropic mandible (on the side plated) and the fracture does not appear to have been completely reduced prior to application of the plate.